Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2014, due to fever and swelling at the implant site. The patient was administered IV antibiotics. The patient was discharged from the hospital (date not reported) and prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.